Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a bad fall and broke their back on (B)(6) and they received two rods and four screws. Patient stated their back had been pretty numb because of the surgical site however lately they had gotten some feeling back. Patient also stated that about a couple of weeks ago they started to feel random electrical shocks within two inches of the implant site. When asked, patient said they hadn't had the implant checked since the fall and hadn't noticed any other changes to therapy. Patient said imaging of their back was performed but they didn't know if that included the area of the implant. Patient services reviewed device information and option to turn therapy off to determine if random electrical shocking stopped and to provide an update to their managing physician. The patient was redirected to their healthcare provider (hcp) to further address the issue.